Manufacturer narrative:
Common device name: stabilization or correction of spinal deformities without the use of fusion. (B)(4)) neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
Pre-op diagnosis: early-onset scoliosis it was reported that on an unknown date the rod broke. As a result, revision surgery was performed to replace the broken rod on (B)(6) 2017. No fragments remained inside the patient.

Manufacturer narrative:
Product analysis: microscopic examination of the fracture surface identified a fairly flat fracture, with initial gently convex progressive striations and beach marks through the cross-sectional area. With a sheer lip at the very end of the fracture. The above observations are consistent with cyclic fatigue as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.